Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by cleaning the transducers. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) is displaying an alarm message "electrical test fail code: 52". There was no patient involvement.